Event description:
The advocate stated the customer received a blood glucose reading of 179 mg/dl from her contour and a reading of 99 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product is expected to be returned for evaluation as there was no malfunction during troubleshooting.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip, advancer bypass. The analysis results of the el5ml device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two malformed clips were delivered due to an advancer bypass; however the remaining clips were conforming according to our manufacturing specifications. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the potential root cause of this issue. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was difficulties to open the device. After having correctly placed the staple, the device became stuck in closed position on the vein. The vein was cut, no serious bleeding, controlled by manual stitches. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout, empty. The analysis results found that the el5ml device (a) was received in good visual condition. Upon cycling the device, it was noted that the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.